Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother and husband reported that customer was hospitalized due diabetes ketoacidosis and high blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was over 404 mg/dl. Customer stated that they were hospitalized due to an insulin pump malfunction. Customer stated that the insulin pump did not alarm or indicate an issue, customer went to bed and woke up vomiting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer¿s husband took customer to emergency room and was treated with intravenous drip and dextrose and saline administration. Customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided related to event date and hospitalization date with the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother and husband reported that customer was hospitalized due diabetes ketoacidosis and high blood glucose on (B)(6) 2020.